Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump display went blank. The blood glucose reading was 139 mg/dl. The insulin pump had not been dropped, bumped, or exposed to moisture and no physical damage was noted. The battery cap contacts were not missing or damaged and the battery compartment and spring were not damaged or corroded. The customer was advised to insert a new battery and the display did return. The insulin pump had alarmed for battery out limit on multiple occasions when the batteries were out for less than one minute. The insulin pump had also alarmed for a failed battery test. The customer was advised to get new batteries and to call back to continue troubleshooting.